Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that another device, model 2625, was explanted after implant duration of at least 186 months; which will be reported in a quarterly asr. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.